Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The electronic (eeprom) data indicated a malfunction of the u22 pressure sensor of the main printed circuit assembly/printed circuit board assembly (pca/pcba). Investigation testing revealed low output voltage from the u22 sensor and is therefore the likely root cause of the customer-reported alarm. Syncardia has initiated a corrective action (CAPA) to address the issue of u22 pressure sensor failures. The CAPA will document the investigation including, but not limited to, potential root causes and corrective action associated with u22 pressure sensor failure events. Syncardia has completed its evaluation of this complaint and is closing the file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient.